Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement suretrak2 clamp driver shipped to site 08/03/2016. No parts have been received by manufacturer for analysis. On 08/10/2016 a medtronic representative, following-up at the site, confirmed speaking with the site sterile processing department (spd) coordinator who did not believe the damage had any clinical impact. No further issues have been reported. Part not received by manufacturer.

Event description:
A site purchasing department representative reported that their driver was damaged, the driver head was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned clamp driver found that the reported event was related to a physical damage issue. Visual inspection found that the driver head was stripped. The reported event was confirmed on a device that was manufactured in 2002. This issue was documented in a medtronic navigation hardware anomaly tracking database.